Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate returned a screwdriver with a twisted tip. No further information at this time.

Manufacturer narrative:
There was no patient/user injury or adverse event associated with this report. The returned device was examined. The tip was found twisted. A review of the manufacturing records did not identify any issues which would have contributed to this event. The cause of the event is unknown.